Event description:
The customer reported that approximately 15 minutes into a mononuclear cell (mnc) collection procedure, the rn experienced blood spray to her face. She had been looking down at the centrifuge to check the interface, and when she looked up she felt fluid across her face, eyes, and hair. She then noticed a pinhole sized leak on the plasma line. The rn stopped the procedure, flushed her eyes and face at the eyewash station for approximately 10 minutes,then disconnected the patient. Per the customer, the patient was not affected. Patient (operator) information is not available at this time. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: per the customer, the patient was tested for transmissible disease; the nurse's blood was drawn for baseline markers. Per the customer, the pinhole sized leak in the plasma tubing set was located close to the weld between the tubing and bag. The collect bags with the y-connectors and slip fit luers were return for investigation. The collect tubing contained plasma. The plasma and wbc bag slip fit luers were leak tested under pressure. The plasma bag slip fit luer leaked at the connection between the male and female halves of the luer. The wbc bag luer did not leak. The leaking luer connection appeared to be assembled correctly. Not able to determine any manufacturing defects from a visual inspection. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried-out, none had been reported. In regard to the returned set, the plasma bag did not contain any plasma and there was no evidence of plasma beyond the blue clamp which is located between the slip-fit luer and the plasma bag. The slip-fit luer can leak if excess pressure is seen within the line in cases of improp clamped line during the procedure or during stripping. Once a slip-fit luer has leaked, the area between the two luer parts is no longer in its original condition and its sealing performance is compromised. No other abnormalities were noted with the rest of the returned set. Root cause: the root cause for the spray of plasma at the plasma bag's slip-fit luer connection is excessive pressure within the line, specifically at the slip-fit luer. This excessive pressure was caused by the blue clamp, located between the plasma bag and the slip-fit luer, being closed while the plasma pump was spinning.

Event description:
The patient's (operator's) identifier was not provided.